Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.0 x 18 mm multi-link rx vision is being filed under a separate MFR number. There was no reported product deficiency. The reported patient effects of thrombosis and death, as listed in the mini vision instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during a coronary procedure a 3.0 x 18 mm vision was placed in the mid left anterior descending artery, and a 2.0 x 23 mm mini vision was placed in the obtuse marginal branch. Both stents were implanted without issue. The patient was transferred to the recovery area in stable condition. Approximately 25 minutes post procedure, the patient went into cardiac arrest and CPR compressions were performed, the patient was intubated and the physician was alerted. The patient was taken back to the cardiac catheterization lab and an unspecified guide wire was successfully placed in the circumflex artery; however, no device could be advanced any further in the vessels. Stent thrombosis was noted in both stents and the vessels were totally occluded and had no flow. The patient expired approximately 2 hours post stent procedure. The noted cause of death was cardiac arrest. Though requested, no additional information was provided.